Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lumpectomy, the device was unable to fire, the surgeon able to press the green button however unable to squeeze the handle. They then used another reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.